Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following another result of "hi". The consumer did not feel the result was accurate and went to the emergency room to have her blood tested. The result at the emergency room was 92 mg/dl on the hospital blood glucose meter. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy, the consumer was educated on these directions for use at the time of call. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.